Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d274drg implantable cardioverter defibrillator (ICD) (B)(6) 2011; 5076 implantable pacing lead (B)(6) 2006. (B)(4).

Event description:
It was reported via remote transmission that the right ventricular (rv) lead exhibited varying and high lead impedances. It was further reported that the rv lead exhibited noise and short interval counts (sic) and was possibly fractured. The lead was extracted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This lead was included in a field action, but returned product testing found the device did not perform as described in the field action. The full lead was returned and analyzed. The proximal conductor of the lead developed a fracture due to flexing while in vivo.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.